Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) had triggered the patient into an accelerated rhythm which occurred due to the patient's atrial-tachycardia of 200 beats per minute (bpm). The device delivered anti-tachycardia pacing (atp) which slowed the patient's rhythm and exhausted all therapy. It was noted that this device treated based on the patient's rhythm ID. During a previous follow up, it was noted that this patient has a history of atrial-tachycardia which the device has treated prior with anti-tachycardia pacing (atp) and accelerated the patient's rhythm, however did not exhaust therapy. No changes were made to the devices programming. The physician elected to increase the patient's medication and change the time the medication is taken. An ablation procedure maybe performed in the near future. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This device remains in service and has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.